Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber broke in the fiber body and bounced off of the nurse's arm. There was no injury to the patient or operator. It was noted that there was no damage to the fiber during removal from the package and set up. The fiber also did not require significant deflection to reach the treatment site. The fiber was replaced, and the procedure was completed using the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified a break in the fiber body. The fiber had been returned in two pieces. Microscopic inspection of the tip indicated it had degraded. Functional testing of the fiber identified there were no anomalies with the connector, and a bring round light was seen exiting the face. The aiming beam could not be observed due to the fiber body separation. It is probable that the break in the fiber body occurred due to procedural handling of the fiber during setup or use. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber broke in the fiber body and bounced off of the nurse's arm. There was no injury to the patient or operator. It was noted that there was no damage to the fiber during removal from the package and set up. The fiber also did not require significant deflection to reach the treatment site. The fiber was replaced, and the procedure was completed using the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified a break in the fiber body. The fiber had been returned in two pieces. Microscopic inspection of the tip indicated it had degraded. Functional testing of the fiber identified there were no anomalies with the connector, and a bring round light was seen exiting the face. The aiming beam could not be observed due to the fiber body separation. It is probable that the break in the fiber body occurred due to procedural handling of the fiber during setup or use. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber broke in the fiber body and bounced off of the nurse's arm. There was no injury to the patient or operator. It was noted that there was no damage to the fiber during removal from the package and set up. The fiber also did not require significant deflection to reach the treatment site. The fiber was replaced, and the procedure was completed using the second fiber.